Event description:
During an atrial fibrillation ablation, a farawave was selected for use. Started procedure did transeptal with faradrive and versacross connect. Removed versacross connect and inserted farawave. Sheath was cleared of air by sucking and flushing. Procedures was done with farawave. Farawave exchanged out for non-bsc mapping catheter. Faradrive cleared of air by sucking and flushing with no trouble. After remapping left atrium. Physician wanted to do a little touch-up ablation. Non-bsc catheter was removed and farawave inserted. When attempting to clear air. Air was sucking into valve and unable to prevent by manipulating the catheter while sucking blood back. Air continued to pull through valve. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.eath. None were seen in the clear proximal portion of the faradrive sheath. No air was seen in the patient. A rosen guidewire was even with the tip of the farawave, as the farawave was inserted into the faradrive sheath.

Manufacturer narrative:
The sheath was returned and went through sterilization with a versacross dilator inserted. The dilator was removed to proceed with further analysis. The sheath was prepared for leak testing by purging out the air in the sheath with deionized water. A leak from the handle was observed and testing was no further continued. The sheath's handle cap and valve cap were removed to examine the flush lumen and hemostatic valves under the microscope. No damage was observed on the flush lumen and external hemostatic valve. However, the internal hemostatic valve had a tear by the center slit. This type of defect can compromise the valve's ability to seal pressure and fluid within the sheath. This finding indicated the potential source of air ingress. Additionally, the internal valve was found deformed potentially due to the dilator being inserted in the sheath for an extended period during storage/shipping.

Event description:
During an atrial fibrillation ablation, a farawave was selected for use. Started procedure did transeptal with faradrive and versacross connect. Removed versacross connect and inserted farawave. Sheath was cleared of air by sucking and flushing. Procedures was done with farawave. Farawave exchanged out for non-bsc mapping catheter. Faradrive cleared of air by sucking and flushing with no trouble. After remapping left atrium. Physician wanted to do a little touch-up ablation. Non-bsc catheter was removed and farawave inserted. When attempting to clear air. Air was sucking into valve and unable to prevent by manipulating the catheter while sucking blood back. Air continued to pull through valve. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.